Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads from the same lot implanted. It was reported the patient experienced uncomfortable stimulation (left side) from her scs system. The patient also experienced ineffective stimulation. Diagnostic testing revealed high impedance readings on multiple lead contacts. As such, the patient underwent surgical intervention at which the left lead was to be explanted and replaced. However, during the procedure, the remaining lead was removed along with scar tissue. Consequently, both leads were explanted and replaced with new ones. The patient reported effective stimulation following the procedure.